Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes; h.3 device eval by manufacturer? Yes; d9: returned to manufacturer on: 16-july-2024. Investigation summary bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer sample was evaluated by functional testing and the indicated failure mode for foreign matter with the incident lot was also observed. Ftir analysis confirmed the fm has some gel on it, but closely matched to debris/dirt. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use of the bd vacutainer® sst¿ tubes, foreign matter was found inside an unspecified number of tubes. There was no health impact or consequences reported.

Manufacturer narrative:
The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use of the bd vacutainer® sst¿ tubes, foreign matter was found inside an unspecified number of tubes. There was no health impact or consequences reported.